Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitors (bsms) were in comm loss in the ed department. No patient harm or injury was reported. Investigation summary: the customer failed to respond to follow-up attempts to resolve the issue. A root cause cannot be determined. The customer had reported multiple issues with the reported device regarding communication loss. The cause of the communication loss was commonly caused by not starting the host1000 application on the rns. There were no further reported issues of communication loss with the reported device following ticket 115390. Additional information: b4 date of this report e2 health professional? G2 report source g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer it / is reported that there was intermittent communication loss coming from bedsides in their ed department. The caller stated that the communication loss was occurring only on the hard wired bedsides.

Manufacturer narrative:
The customer it / is reported that there was intermittent communication loss coming from bedsides in their ed department. When nihon kohden technical support (tech support) looked at their schematics, it seemed that they only have 4 bedside monitors models bsm-6000s that are hard wired and the rest are bsm-2000s and bsm-5000s that are connecting to the network wirelessly via access points. The caller stated that the communication loss was occurring only on the hard wired bedsides. He will go to the building tomorrow morning and verify how many bedsides are hard wired to the network and if the comm loss alarm appears on the cns and rnss the customer stated that they reached out to the nihon kohden technical support (tech support) due to nk vital signs devices that get sporadic connection to the nk hl7 server. The customer went to the devices that are located at our (B)(6) main campus in the ER room 7-14. All these devices are connected to nk 24 port switch with management address: 172.16.20.1. After troubleshooting, it seems to be more related to the switch because this is the only area that is affected by the sporadic connection and they all connect to this switch. Nihon kohden technical support (tech support) followed up with the customer, and they stated that they have not had a chance to reboot the dummy switch. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer it / is reported that there was intermittent communication loss coming from bedsides in their ed department. When nihon kohden technical support (tech support) looked at their schematics, it seemed that they only have 4 bedside monitors models bsm-6000s that are hard wired and the rest are bsm-2000s and bsm-5000s that are connecting to the network wirelessly via access points. The caller stated that the communication loss was occurring only on the hard wired bedsides. He will go to the building tomorrow morning and verify how many bedsides are hard wired to the network and if the comm loss alarm appears on the cns and rnss the customer stated that they reached out to the nihon kohden technical support (tech support) due to nk vital signs devices that get sporadic connection to the nk hl7 server. The customer went to the devices that are located at our (B)(6) main campus in the ER room 7-14. All these devices are connected to nk 24 port switch with management address: 172.16.20.1. After troubleshooting, it seems to be more related to the switch because this is the only area that is affected by the sporadic connection and they all connect to this switch. Nihon kohden technical support (tech support) followed up with the customer, and they stated that they have not had a chance to reboot the dummy switch. No patient harm was reported.